Event description:
It was reported that the shock impedance measurements for this system have been increasing. The measurements went from 80 ohms two years ago to 179 ohms now. An x-ray confirmed the electrode had moved towards the pulse generator a little. The doctor brought the patient in and performed a defibrillation threshold test. Although the high energy impedance was high, the system successfully converted the arrhythmia. The doctor has elected to leave the system alone for now. There were no additional adverse patient effects. The system remains implanted.